Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with another device on (B)(6), 2011. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the device was explanted due to an infection and subsequent exposure of the electrode lead. The device was explanted on (B)(6), 2010. Reimplantation is planned, but had not taken place at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(6) 2011.